Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: during a bevar procedure with a t-branch cook endoprosthesis gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device de-crimped from the balloon catheter unexpectedly. A dsf2033 (B)(6) was allocated in right common femoral artery. A t-branch cook endoprosthesis (tbranch-34-18-202) lot e4542186 was delivered through a 035 guidewire. Inside the endoprosthesis a 16f heli-fx endoanchor system guide 22 mm sheath (ref sg-64 lot 0012206002) and inside this 16f steerable sheath a 10f terumo sheath, a rosen guidewire was used to recanalize the celiac trunk artery (cta). After successful allocation of the guidewire in the artery, the physician delivered a vbx (bxal085902e sn# (B)(6)) device, allocated distally in the artery and found out that it was short for stenting the artery and the branch of the tbranch with only a stent. The physician decided to exchange this vbx for another vbx (bxal087902e sn#(B)(6)). The physician retrieved the bxal085902e inside the 16f steerable sheath and 10f terumo sheath. After the bxal087902e was introduced and when the stent came out from the 16f sheath, it was noticed that ahead of the bxal087902e device, there was a stent through the guidewire. By the time the physician was aware of the issue, the distal stent had been introduced in the cta. At that time, the catheter from the bxal085902e device was checked and it was found that there was no stent on it, it was empty. The retrieval of the bxal085902e vbx device had been with the same position (180º) in the tip of the sheath when it was delivered. It was not straightened, because in case of doing this, the position of the guidewire would be lost. The physician tried to remove the bxal085902e device, but it was not possible to retrieve it with a snare or pushing with a distal inflated balloon. To save the hepatic branch, it was decided to inflate a 7x40 mm balloon in order to flatten the vbx stent. The length of the artery where the vbx was, was stented with a 8x37 begraf (bgp2708_2 lot 235875) device to avoid the bxal085902e device from moving during delivery of a bxal087902e device as bridge stent in this artery. The artery was saved, the blood flow was good and no branch of celiac trunk artery was lost due to this incident. The procedure was completed with no further issues for the patient. After 24 hrs, the patient progressed well. Due to overload in work and issues outside the hospital, the physician will not be able to review the images of the procedure. Physician thinks that the stent de-crimped in the hemostatic valve of the 10f terumo sheath. They use this 10f terumo sheath inside the 16f steerable sheath because the valve of the 16f sheath is bad and to avoid the loss of blood during the procedure.

Event description:
The following information was reported to gore: during a bevar procedure with a t-branch cook endoprosthesis gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) de-crimped from the balloon catheter unexpectedly. A dsf2033 (B)(6) was allocated in right common femoral artery. A t-branch cook endoprosthesis (tbranch-34-18-202) lot e4542186 was delivered through a 035 guidewire. Inside the endoprosthesis a 16fr heli-fx endoanchor system guide 22 mm sheath (ref sg-64 lot 0012206002) and inside this 16fr steerable sheath a 10fr terumo sheath, a rosen guidewire was used to recanalize the celiac trunk artery (cta). After successful allocation of the guidewire in the artery, the physician delivered a vbx device (bxal085902e sn# (B)(6), allocated distally in the artery and found out that it was short for stenting the artery and the branch of the tbranch with only a stent. The physician decided to exchange this vbx device for vbx device (bxal087902e sn# (B)(6). The physician retrieved the bxal085902e device inside the 16fr steerable sheath and 10fr terumo sheath. After the bxal087902e device was introduced and when the stent came out from the 16fr sheath, it was noticed that ahead of the bxal087902e device, there was a stent through the guidewire. By the time the physician was aware of the issue, the distal stent had been introduced in the cta. At that time, the catheter from the bxal085902e device was checked and it was found that there was no stent on it, it was empty. The retrieval of the bxal085902e vbx device had been with the same position (180º) in the tip of the sheath when it was delivered. It was not straightened, because in case of doing this, the position of the guidewire would be lost. The physician tried to remove the bxal085902e device, but it was not possible to retrieve it with a snare or pushing with a distal inflated balloon. To save the hepatic branch, it was decided to inflate a 7x40 mm balloon in order to flatten the vbx stent. The length of the artery where the vbx device was, was stented with a 8x37 begraf (bgp2708_2 lot 235875) device to avoid the bxal085902e device from moving during delivery of a bxal087902e device as bridge stent in this artery. The artery was saved, the blood flow was good and no branch of celiac trunk artery was lost due to this incident. The procedure was completed with no further issues for the patient. After 24 hrs, the patient progressed well. Device evaluation was performed and showed the following: the primary reported device failure mode, dislodgement of the endoprosthesis during attempted withdrawal through the sheath after discovering the vbx device size selected was too short, was confirmed through evaluation of the provided clinical imaging. An unexpanded vbx device stent was observed to remain in the patient with another vbx device that was expanded, but the method by which the unexpanded vbx device stent became dislodged from its delivery system was not apparent through evaluation of the imaging. Observations made during engineering evaluation of the returned device are consistent with the reported information. The vbx device was returned without the endoprosthesis and without evidence of balloon expansion. There is evidence indicating the stent had been crimped on the balloon. The reported information indicates the user attempted to withdraw the undeployed device through the sheath, and the vbx device instructions for use advise, rather, withdrawing the device and sheath in tandem to prevent dislodgement of the endoprosthesis. The cause for the reported endoprosthesis dislodgement is, therefore, attributed to unintended use error. Imaging evaluation was performed and showed the following: one pdf from the fsa and one short movie clip were provided for evaluation. The movie clip imaging does not include a name, date, or demographics. An undeployed vbx stent is in what appears to be the celiac artery. The stent is not expanded. The stent is undeployed and detached/dislodged from the delivery catheter. Another image shows another stent is deployed in the celiac artery. The deployed vbx stent that is not expanded remains in the patient.

Manufacturer narrative:
According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU): special care should be taken to ensure that the appropriate size endoprosthesis is selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Failure to follow the appropriate device sizing recommendations or failure to ensure proper device placement, including overlap conditions, prior to deployment can result in ischemia, vessel damage/rupture, and related serious harms, potentially necessitating additional endovascular procedures or surgical intervention. Do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation which may result in vessel damage and/or ischemia, potentially requiring surgical intervention. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. F. Introduction and positioning of the gore® viabahn® vbx balloon expandable endoprosthesis. Note: should it become necessary to remove either a partially expanded or non-deployed gore® viabahn® vbx balloon expandable endoprosthesis from the vessel, do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath after the endoprosthesis is fully introduced. To remove the gore® viabahn® vbx balloon expandable endoprosthesis, it can be withdrawn to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, neither the gore® viabahn® vbx balloon expandable endoprosthesis nor the introducer sheath should be reused. Do not attempt to pull an endoprosthesis system that has been either partially expanded or not expanded back into the introducer sheath, as dislodgement of the endoprosthesis from the balloon may occur. Emdr section h6 codes updated to reflect results of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.